Event description:
It was reported that the subject device had the image noise. The issue was found during inspection for use of the device. There was no patient involvement.

Manufacturer narrative:
E1 - address 1 : (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions was identified during the device evaluation: there is a foreign material in the nozzle. A root cause could not be identified. Based on the results of the investigation, the reported issue may be due to damage to the image sensor unit (such as broken wires) caused by usage stress, external factors, or handling, or due to a failure of components mounted on the circuit board (such as ic chips or capacitors). It is likely that the most probable cause of the additional malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.